Event description:
It was reported that the patient felt a "spark near the area of the device and going through their arm". Follow up indicated that the patient cancelled an appointment with physician as they are feeling better. The device is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.